Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was replaced since patient had inappropriate shocks. Via x-ray, damage at the subclavian area was observed. A new lead was implanted and patient was in a stable condition.

Manufacturer narrative:
Insulation and conductor damage was found at 30.5cm to 31.5cm from connector pin consistent with clavicular crush damage. Ptfe liner of the inner coil and the etfe coating of the sensing cable was also damaged. This consistent with the observation from the field of inappropriate shocks.